Event description:
It was reported that the ventilator failed internal leakage test during pre-use check with a message 'system volume too small'. There was no patient involvement. Manufacturer's ref #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to received service report, replacement of the air gas module solved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. The air/o2 gas module regulates the inspiratory gas flow and a faulty air/o2 gas module may affect the delivered volume or gas mixture (o2/air). Our conclusion is that the replaced part was the cause of the failure. Unfortunately, neither the device log nor the claimed part were available for further analyze. Therefore, the root cause to the reported issue has not been determined. The correction of field g2 report source was required. This is based on the internal evaluation. Previous report source: foreign, user facility, company representative. Corrected report source: foreign, distributor.